Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. A review of the manufacturing documentation associated with lot f1831803 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, upon shuttling down the mynx vascular closure device (vcd) there was no advancer tube present. There was no reported patient injury. The intended procedure was an interventional peripheral case. The user was trained on the use of the mynx device. The mynx vcd was prepped per the instructions for use (IFU). The angiogram performed showed the vessel to be appropriate for closure with the mynx and to be the appropriate size. A 5f non-cordis sheath was used in conjunction with the mynx. The user is very experienced and believes he shuttled down completely. The stopcock was opened. The sheath was not examined upon removal. Hemostasis was achieved with approximately fifteen minutes of manual pressure. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. The device will not be returned for evaluation as it was discarded by the site. Additional procedural details were requested but are unknown.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, upon shuttling down the 5f mynxgrip vascular closure device (vcd) there was no advancer tube present. There was no reported patient injury. The intended procedure was an interventional peripheral case. The user was trained on the use of the mynx device. The mynx vcd was prepped per the instructions for use (IFU). The angiogram performed showed the vessel to be appropriate for closure with the mynx and to be the appropriate size. A 5f non-cordis sheath was used in conjunction with the mynx. The user is very experienced and believes he shuttled down completely. The stopcock was opened. The sheath was not examined upon removal. Hemostasis was achieved with approximately fifteen minutes of manual pressure. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. The device will not be returned for evaluation as it was discarded. Additional procedural details were requested but are unknown. The device was not returned for analysis. The product history record (phr) review of lot f1831803 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy-advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, it could be related to procedural/handling factors. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the product history record review and the information available, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.